Manufacturer narrative:
Device manufacture date: electrode belt (B) (4), monitor (B) (4) - 10/2008. Device evaluation summary: device evaluations of electrode belt (B) (4) and monitor (B) (4) have been completed. The reported problem was confirmed. The cause of the monitor not powering up when the electrode belt was connected was a damaged cable on the electrode belt. The section of cable from the connector to the belt node had a cut in it. The cut exposed the braided shield and damaged the internal wiring. When the cable was manipulated at the cut the monitor would reset. The root cause of the physical damage to the cable has not been determined. The monitor was fully functional upon receipt. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt and monitor.

Event description:
The wife of a (B) (6) male patient contacted zoll lifecor customer support to report that his monitor would not start up with the electrode belt connected. The monitor would not start up properly when the electrode belt was disconnected. The patient's suspect electrode belt and monitor were replaced.